Event description:
It was reported that the patient developed a skin reaction at the infusion site after an unspecified duration of pod wear, which required medical attention. The infusion site location was not provided. The patient attributed the skin reaction to the adhesive, stating that the infection developed from irritation that worsened over time. The patient sought medical attention at an emergency medical center and was prescribed antibiotic treatment. The healthcare facility information was not provided, and no further details were available regarding the specific diagnosis or the date on which medical attention was sought. Subsequently, the patient reported continuing to experience skin irritation, with redness, discomfort, and mild pain developing with a recent pod that was worn for approximately 37-48 hours on the abdomen. The patient consulted a healthcare professional at (B)(6) on (B)(6) 2026, and was advised by a diabetes nurse to use an adhesive film under the pod called cathereeplus to mitigate future skin irritation. No further treatment or prescription was reported for the current reaction, and no further diagnosis was reported. The adhesive film was advised for future use and not to address any current skin reactions. No impact on the patient¿s blood glucose levels was reported. This event is being reported due to the allegation of a previously diagnosed infection requiring antibiotic treatment. Because the date when the medical visit where antibiotic treatment was prescribed was not provided, the event date of this report will reflect the date of the most recent medical visit on may 11, 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.